Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was not working and had no rotation. It was noted the motor was frozen (blade was broken) and gear was worn (too loose). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that after cleaning/oiling, while running, it was observed that the compact air drive device sounded like it was blowing air. According to the report, the device was running in forward for twenty(20) seconds and then in reverse for twenty(20) seconds, when the device went from the normal high pitch sound to sounding like the device was only blowing air. The reporter stated that the device was checked with another hose with the same result. The original hose was checked with a different handpiece and worked normally confirming the issue is with the compact air drive device. It was not reported if there were any delays to a surgical procedure or if a spare device was available. It was reported there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date is unknown. If any additional information should become available, a supplemental will be submitted accordingly.